Event description:
During an appendectomy procedure, the clips slipped off the tissue resulting in fecal discharge. The surgeon converted the procedure to a laparotomy to ligate the tissue and clean the area. The patient's status is satisfactory.